Event description:
Olympus med sys corp (omsc) was informed that during site the airway, the doctor dilated the balloon and found its leak. He completed the procedure with another device. During the investigation, omsc found the adhesive on the tube was partially missing. There was no report of pt injury regarding this report.

Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the tube broke off at the posterior fixed part of the balloon and adhesive was missing. There were damages on the tube. Omsc assumes that adhesive broke due to user handling such as insertion or withdrawal of the subject device into/from the endoscope. In addition, the excessive stress was applied to the tube at the adhesive part and it led to the fracture. This report is being submitted as a medical device report in an abundance of caution.